Event description:
It was reported that there were concerns of premature battery depletion for this pacemaker as the longevity decreased from 3.5 years to one year in a six-month period. This device remains in service. No adverse patient effects were reported.